Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).. The product code is unknown therefore a 510(k) number, brand name, and catalog number will not be included in the emdr. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information is becomes available.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) during initial drain. The home patient (hp) stated he pressed go to start initial drain, and then connected himself. Gts explained air had entered the setup and reviewed proper procedures. Gts advised the hp to start over with new supplies. Product surveillance (ps) spoke with the hp's nurse, who was not aware of the incident. The nurse said the hp would be in the clinic today, and she would discuss proper connection procedures with the hp. The nurse said the hp was doing fine. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.